Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An open box from the lot number provided in the report was returned, but the product inside was not the device referenced in the report. The device related to this report was not returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The device returned was not the reported product. A definitive cause for the reported observation could not be determined. Prior to distribution, all web ii memory extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. An open box from the lot number provided in the report was returned, but the product inside was not the device referenced in the report. The device related to this report was not returned. The report was confirmed with the picture provided. The provided photo shows the distal end of the basket retracted into the sheath. The proximal end of the basket is not visible. The tubing has torn at the distal end. Within the torn portion of the tubing a section of broken wire is visible still attached at the distal tip. A photo of the lot number was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all web ii memory extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During ercp to remove a cbd stone, the physician used a cook web ii memory extraction basket. It was reported that the distal end of basket cap broke and the basket detached from the side of sheath. User then changed to another same device to complete the procedure. With limited information provided, it was concluded that the basket wire broke. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be provided within 30 days of the submission of this report.